Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the drill loud and hot. Therefore, the reported condition was confirmed. It was determined that the device reflected a heat with a reading of 118.1 degrees fahrenheit which is greater than the manufacturing specification (118.1 degrees fahrenheit; specified reading is the temperature shall not exceed 118 degrees fahrenheit), the unit reflected noise with a reading of 81.9 decibels which is greater than the manufacturing specification (81.9 decibels; specified reading is sound level must not exceed 76 decibels) and the drive shaft was broken. It was further determined that the broken drive shaft was consistent with using excessive force while the motor was in use. It was further determined that the broken drive shaft was what caused the noise and heat. It was determined that the component damage was caused by user error. Since the investigation is still in-progress, the assignable root cause could not be determined at this time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the motor device was loud and hot while performing a preventative maintenance. It was reported that a spare device was available for use and there was no delay in surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.